Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-150mg/dl fasting. Verified test strips expire 09/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 178mg/dl and 179mg/dl fasting. Reviewed meter memory: 1:174mg/dl (B)(6) 2015 12:16:00 pm fasting:yes; 2:258mg/dl (B)(6) 2015 04:24:00 pm fasting:yes; 3:270mg/dl (B)(6) 2015 04:02:00 pm fasting:yes; 4:123mg/dl (B)(6) 2015 03:06:00 pm fasting:yes; 5:279mg/dl (B)(6) 2015 11:16:00 pm fasting:yes; memory concerns:279mg/dl.. Customers meter time and date are incorrect.